Event description:
It was reported that the system 7700 workstation would not fully initialize at times and would not always save images. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The image processor circuit board was found to be defective and was replaced. The system was tested and found to be working as intended and placed back into service.